Manufacturer narrative:
The reporter commented that in (B)(6) 2005 the first attempt of insertion with essure was performed, they thought that the essure was not released from the inserter but it actually had. In 2006 two new essure were implanted and the previous essure apparently had moved to the intestine, they do not know if essure perforated the intestine or were it is actually located. The patient has a planned bilateral salpingectomy. The physicians do not know were the other device is but are considering the possibility of an hysterectomy. This case was received from a web page. Most recent follow-up information incorporated above includes: on 16-mar-2017: case's narrative amended due to gsl request company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had 3 essure inserted and one essure apparently moved to the intestine/ physicians do not know where the other device is (seen as device dislocation) and they do not know if essure perforated the intestine (seen as suspicion of traumatic intestinal perforation). She has a planned bilateral salpingectomy and physicians are considering the possibility of a hysterectomy. These events are anticipated in the reference safety information for essure. In the present case, during the first attempt of insertion they thought essure had not released from the inserter but it was actually released. One year later, two new essure were implanted and the previous essure apparently moved to the intestine/ physicians do not know were the other device is and they do not know if essure perforated the intestine or where it is. The difficulty during insertion and the fact that more than one essure was inserted in the tube probably had a contributory role in the occurrence of the events. However, given their nature, causality with essure cannot be excluded. This case was regarded as incident due to serious injury reported and since surgical intervention will be required. A product technical analysis is expected.

Event description:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("the previous essure apparently moved to the intestine/ physicians do not know where the other device is") and gastrointestinal injury ("they do not know if essure perforated the intestine or where it is") in a female patient who received essure (ess205). The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error ("in 2006 two new essure were implanted/ three essures were implanted"). In (B)(6) 2005, the patient started essure (ess205). In (B)(6) 2005, the patient experienced complication of device insertion ("the first attempt of insertion with essure, thought that the essure was not released from the inserter but it was released"). On an unknown date, the patient experienced device dislocation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain and pelvic discomfort and gastrointestinal injury (serious criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (planned bilateral salpingectomy,physicians consider possibility of hysterectomy to stop pain) and surgery (planned bilateral salpingectomy,physicians consider possibility of hysterectomy to stop pain). At the time of the report, the device dislocation and gastrointestinal injury had not resolved and the complication of device insertion outcome was unknown. The reporter considered device dislocation, gastrointestinal injury and complication of device insertion to be related to essure (ess205). The reporter commented: after years of medial consultations, with the purpose of discovering the origin of the discomforts, she concluded that the only cause was essure and in spite of the gynecologists she requested the removal. Most recent follow-up information incorporated above includes: on 29-nov-2016: correct initial receipt date. Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer whose previous essure apparently moved to the intestine/ physicians do not know where the other device is (seen as device dislocation) and they do not know if essure perforated the intestine or where it is (seen as suspicion of traumatic intestinal perforation). She has a planned bilateral salpingectomy and physicians are considering the possibility of a hysterectomy. These events are serious due to medical significance and anticipated in the reference safety information for essure. In the present case, during the first attempt of insertion they thought essure had not released from the inserter but it was actually released. One year later, two new essure were implanted and the previous essure apparently moved to the intestine/ physicians do not know were the other device is and they do not know if essure perforated the intestine or where it is. The difficulty during insertion and the fact that more than one essure was inserted in the tube probably had a contributory role in the occurrence of the events. Given the nature of the reported events, causality with essure cannot be excluded. This case was regarded as incident due to serious injury reported and since surgical intervention will be required. A product technical analysis is expected.

Manufacturer narrative:
This spontaneous case was reported by a non-health professional and describes the occurrence of device dislocation ("the previous essure apparently moved to the intestine/ physicians do not know where the other device is") and gastrointestinal injury ("they do not know if essure perforated the intestine or where it is") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device use error "in 2006 two new essure were implanted/ three essures were implanted" in 2006. In (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced complication of device insertion ("the first attempt of insertion with essure, thought that the essure was not released from the inserter but it was released"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and pelvic discomfort and gastrointestinal injury (seriousness criteria medically significant and intervention required). The patient was treated with surgery (planned bilateral salpingectomy,physicians consider possibility of hysterectomy to stop pain) and surgery (planned bilateral salpingectomy,physicians consider possibility of hysterectomy to stop pain). Essure (ess205) treatment was ongoing at the time of the report. At the time of the report, the device dislocation and gastrointestinal injury had not resolved and the complication of device insertion outcome was unknown. The reporter considered complication of device insertion, device dislocation and gastrointestinal injury to be related to essure (ess205). The reporter commented: that in (B)(6) 2005 the first attempt of insertion with essure was performed, they thought that the essure was not released from the inserter but it actually had. In 2006 two new essure were implanted and the previous essure apparently had moved to the intestine, they do not know if essure perforated the intestine or were it is actually located. After years (unspecified years) of medical consultations, with the purpose of discovering the origin of the discomforts (unspecified), she concluded that the only cause was essure and in spite of the gynecologists she requested the removal. The patient has a planned bilateral salpingectomy. The physicians do not know were the other device is but are considering the possibility of an hysterectomy. This case was received from a web page. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 26-apr-2017 for the following meddra preferred terms: device dislocation. The analysis in the global safety database revealed 1136 cases. Gastrointestinal injury. The analysis in the global safety database revealed 51 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 25-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this non-medically confirmed spontaneous case report refers to a female consumer who had 3 essure inserted and one essure apparently moved to the intestine/ physicians do not know where the other device is (seen as device dislocation) and they do not know if essure perforated the intestine (seen as suspicion of traumatic intestinal perforation). She has a planned bilateral salpingectomy and physicians are considering the possibility of a hysterectomy. These events are anticipated in the reference safety information for essure. In the present case, during the first attempt of insertion they thought essure had not released from the inserter but it was actually released. One year later, two new essure were implanted and the previous essure apparently moved to the intestine/ physicians do not know were the other device is and they do not know if essure perforated the intestine or where it is. The difficulty during insertion and the fact that more than one essure was inserted in the tube probably had a contributory role in the occurrence of the events. However, given their nature, causality with essure cannot be excluded. This case was regarded as incident due to serious injury reported and since surgical intervention will be required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible.